Event description:
It was reported that a patient presented to the emergency room after a fall due to a syncopal episode. Upon interrogation, patient¿s heart rate was low and loss of capture was noted on both ra and rv leads. Diagnostic imaging revealed both leads had dislodged. Both leads were explanted and replaced when repositioning was unsuccessful due to body tissue in the helix. The patient is well. Both leads were discarded by the hospital.